Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, the right ventricular lead exhibited increased capture thresholds. The device was reprogrammed. The patient was noted to be in good condition.